Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined. Data download log was provided by the patient and reviewed for evaluation on 01/21/2016; however, the data received did not find any errors related to the customer complaint.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the patient's receiver initialized without a manual restart on (B)(6) 2015. There was no report injury or medical intervention. No additional patient or event information is available.